Event description:
Litigation papers allege: severe pain and discomfort in her hip and lower back, weakness, muscle cramps, and difficulty conducting activities of daily living **update** (B)(4) 2012 - medical records were received from legal. Implant date for the right hip replacement was corrected and part/lot identified with invoice search. Records are available on external hard drive if needed for further review.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4).

Manufacturer narrative:
The devices associated with this report were not returned. A previous review of the device history records did not reveal any related manufacturing anomalies. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.